Event description:
It was reported the pt had a reoperation 5 days after a laparoscopic cholecystectomy. The surgeon said the pt had an edematous duct, and felt the clip was cutting or somehow damaging the duct. The reoperation took place 7/7/1997.